Event description:
It was reported that this implantable pacemaker displayed an alert for right ventricular (rv) automatic threshold detected as greater than programmed amplitude or suspended. Lead trends showed high capture threshold between 2.6-3.0v (volts). Stored right atrial automatic threshold (raat) episode showed loss of ventricular capture. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A good faith effort (gfe) attempt has been sent to find the root cause of the reported observations and resolution of the event. A supplemental report will be filed once additional information is available.